Event description:
Temp probe and a 50 cc length of tubing cracked with very little pressure as rptr tried to connect an oxygen analyzer to a pt's circuit. Rptr really thinks these plastic temp probes are a potential danger to the pts, as the breaking of the plastic leaves rather sharp shards of hard plastic exposed.